Event description:
It was reported that the pump infused all medication but was showing 30 ml was left. Per reporter, the pump completed infusion at 138 ml - all settings were the same. Programming mode: continuous reservoir. Volume: 138. Given: 137.3 ml. Upstream sensor was off. Length of infusion: 46 hour. Cadd legacy plus what lock level: 2. Per reporter, this event occurred at the patient's home. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, accuracy testing, and functional testing, the customer problem was not duplicated. The product had no damage, or other defects were detected on it related to the manufacturing process. The product was set for accuracy testing using a infusion pump and a balance mettler toledo. There were no discrepancies detected, the test successfully passed with a result within specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.